Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cs100 intra-aortic balloon pump iabp unit and found the battery indicator is showing blank (no battery bars) battery signal and it is blinking continuously on both mains and battery operations. The fse further diagnosed that power supply is required for diagnosis. The repair is still in process. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during routine check on the cs100 intra-aortic balloon pump unit, that the battery indicator was blinking continuously. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h6, h10, h11 corrected field: d1, d4 (version or model #, catalog #, serial#, unique identifier (UDI) #), h3, h4. A getinge field service engineer (fse) was dispatched to investigate. The fse replaced the power supply assembly after determining that it was defective. The iabp was returned to the customer in working condition.